Event description:
A patient reported that she was trying to schedule an appointment with her physician as she believes her vns battery needs to be replaced. The patient reports possibly having seizures at night and that she does not feel her vns going off regularly or when she swipes the magnet. The patient reported that her vns has not been interrogated the past 2 visits with her physician. Attempts were made to identify a current treating physician for the patient and were unsuccessful. No new or relevant information has been received.

Event description:
Patient underwent generator replacement. Further information was received from the physician's office indicating that the increase in seizures was believed to be due to the low battery. It was unknown if the increase in seizures was at or below pre-vns baseline levels due to the patient not being seen for over a year. Pre-operative diagnostics were reported to not be available as the device was unable to interrogate due to the low battery. The explanted generator has not been received to date. The device will likely not be returned due to explanting facility protocol.

Manufacturer narrative:
Corrected data, initial report: reported event is an adverse event not a product problem. Corrected data, initial report: reported event required intervention to prevent permanent impairment/damage. Corrected data, initial report: reported event was a serious injury not a malfunction.